Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a screw was implanted, but the surgeon wanted to remove and change it. The screw was being removed as the surgeon was unhappy with its position. Upon removal, the screw head sheared off, leaving the shaft of the screw remaining in the patient. There was no patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.